Manufacturer narrative:
(B)(4); no consequences or impact to patient (B)(4); false positive result an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer stated patient results were reactive or within the grayzone on the prism hbsag assay using channel 4b. The samples yielded expected negative results when tested on another prism analyzer. No impact to patient management was reported.

Manufacturer narrative:
The customer resolved the issue by verifying that all channel 4 reagent and solution tubing connections were tight and then primed all of the solutions. The probable cause was air in the tubing. Review of the abbott prism operations manual determined adequate instruction is provided with respect to retesting of samples and for properly connecting reagent tubing. A 12 month prism (list # 6a36-04) complaint review did not identify an adverse trend. Based on the results of this investigation, abbott prism instruments are performing as intended. No additional product issues were identified and no further investigation is required. Customer resolved issue.